Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that poles tipped over due to the weight of an unspecified quantity of novum iq large volume pumps. This was observed during an unspecified process step. The configuration of the poles also made the pumps unbalanced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.